Event description:
A caller reported that the cartridge leaked insulin on two separate occasions over a week. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value being displayed as "high." The customer administered a correction injection using multiple daily injections (mdi) without requiring third-party assistance. Despite the cartridge being unavailable for return, the caller successfully changed it and resumed insulin therapy.